Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.